Event description:
On may 10th, ambulance technicians responded to a person described as in cardiac arrest. After applying defibrillation electrodes to the pt. The device allegedly displayed a continuous connect electrodes message. The operator removed the electrodes, shaved the pt, prepped the skin and applied a new set of electrodes. The device allegedly continued to display a continuous connect electrodes message and use of the device was inhibited. The pt was subsequently transported to the hosp. The pt was not resuscitated.